Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano 2nd gen pen needle that the needles clogged. The following information was provided by the initial reporter: consumer reported found 4 pen needles that were not working. Clogged removed and tried a new pen needle and the new one worked. Date of event (B)(6) 2022, 2 pen needles awaiting samples.

Event description:
It was reported while using bd nano 2nd gen pen needle that the needles clogged. The following information was provided by the initial reporter: consumer reported found 4 pen needles that were not working. Clogged removed and tried a new pen needle new one worked. Date of event 05/10/2022 = 2 pen needles awaiting samples.

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval?: yes. Returned to manufacturer on: 31-may-2022. H.6 samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.